Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. Reportedly post procedure, the footplate of the second prostyle device was unable to be closed and the device became stuck in the anatomy. The physician had to cut the suture to alleviate the patients pain before successfully pulling the device safely out. Hemostasis was attempted to be achieved with the suture of the second device placed; however, manual compression was used to ultimately achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of pain is listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. The reported patient effect of pain is a known as an inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.